Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after a controller exchange, the backup controller began giving off low battery advisory alarms, despite the patient's batteries being fully charged. The alarms continue despite new batteries and battery clips being issued. Log files for the backup controller were submitted for review, and the event log files captured abnormal voltage readings while the patient was using both battery and power module power, indicating worn controller leads, and it was recommended that the patient switch to a new controller. The customer stated that the cause of the low battery/low voltage alarms on the backup controller was due to depletion of the batteries, and the backup controller was exchanged and discarded. Exchanging the backup controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the submitted log file. No product testing was performed as the system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 07jan2025 was reviewed. At 15:31:04 while connected to battery power, an atypical low voltage advisory alarm activates on the white power lead due to a sudden drop in relative state of charge (rsoc) voltage. This low voltage advisory alarm is intermittently active throughout the rest of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.